Event description:
Caller reported discrepant results with inr versus readings at the doctor's poc. Test results are as follows: april 03: inratio: 2.8 doctor poc: 4.3. April 10: inratio: 2.7 doctor poc: 3.6. April 17: inratio: 2.8 doctor poc: 3.9. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1: inratio 2.8, doctor poc 4.3, mean 3.55, confidence limits 2.2-5.3. Test 2: inratio 2.7, doctor poc 3.6, mean 3.15, confidence limits 1.9-4.6. Test 3: inratio 2.8, doctor poc 3.9, mean 3.35, confidence limits 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product testing is not required. The time elapsed between tests was not given. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Strips used were from an expired lot number. Expired strips are not valid for testing. Trending is not required. No further investigation will be pursued. No corrective action is required as no product deficiency was established.